Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and minor scratches on lcd lens screen. . The customer stated problem was confirmed. There was high alarm displayed -air-in-line detected- during testing. Air detector was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed system faults (customer might have meant -air -in-line detected error alarm-, according to the investigation report attached to the complain). No patient injury was reported.